Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/22/2016 with the following findings: last basal delivery was on (B)(6) 2016 at 5:20pm recorded prior a 17hr basal delivery interruption due a 0u/hr active temp basal programed until the pump alarmed with ¿cs150¿ auto off alarm. The delivery was never resumed. The tdd adds up correctly and reflects the programmed basal rate target. The keypad is undamaged and all buttons responded properly. ¿ez-prime¿ steps were performed correctly, no delivery interruption or any eaw occurred during the investigation. The pump reflected 24u after a 24hr on 1u/hr basal duration program. The product delivers within specifications, unable to duplicate ¿inaccurate delivery¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/ settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.